Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion at values higher than 19 psi during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.